Event description:
Infusion pump changed its programming while infusing. The pump was reported to be programmed at a rate of 60ml/hr and was found to change the rate to 6ml/hr. "No harm" was reported. Despite baxter's efforts to obtain additional information, details were not available regarding patient's demographics, the event date, medication involved, or set up of the infusion device.